Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bent needle and clog occurred with unspecified bd pen needles. The following information was provided by the initial reporter, "consumer using the bd u/f 8 mm pen needles, 1 needle found bent non patient end, 1 other needle clogged during the flow check and tried to inject with it." 2 occurrences were reported, but the dates/times were not given.

Event description:
It was reported that bent needle and clog occurred with unspecified bd pen needles. The following information was provided by the initial reporter, "consumer using the bd u/f 8mm pen needles, 1 needle found bent non patient end, 1 other needle clogged during the flow check and tried to inject with it." 2 occurrences were reported, but the dates/times were not given.

Manufacturer narrative:
The changes are as follows: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8304699; d.4. Medical device expiration date: 2023-10-31; h.4. Device manufacture date: 2018-10-31. D.4. Medical device lot #: 9046853; d.4. Medical device expiration date: 2024-02-29; h.4. Device manufacture date: 2019-02-15. D.1. Medical device brand name: bd ultra fine¿ pen needles. D. 1 medical device type: fmi. D.2. Common device name: hypodermic single lumen needle. D.3. Medical device manufacturer: becton dickinson and co. D.4 medical device catalog #: 320109. D.4. Unique identifier (UDI) #: (B)(4). G.2 manufacturing location: becton dickinson and co. D.10. Device available for eval?: yes. D.10 returned to manufacturer on: 2019-08-22 h3 other text : see. H.10.

Event description:
It was reported that bent needle and clog occurred with bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer using the bd u/f 8mm pen needles, 1 needle found bent non patient end, 1 other needle clogged during the flow check and tried to inject with it." 2 occurrences were reported, but the dates/times were not given.

Manufacturer narrative:
Correction: it was reported that bent needle and clog occurred with bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer using the bd u/f 8mm pen needles, 1 needle found bent non patient end, 1 other needle clogged during the flow check and tried to inject with it." 2 occurrences were reported, but the dates/times were not given. H.6. Investigation summary: customer returned three (3) used 31g x 8mm bd pen needles: two from lot 8304699, and one from lot 9046853. Consumer reported 1 needle found bent non patient end, 1 other needle clogged during the flow check. All three returned samples were examined, and it was observed that two had bent non-patient end (npe) cannulas, and one had a straight npe cannula, however, no evidence of manufacturing defects were observed. The pen needle with the straight npe cannula was tested for flow using a test pen injector: the sample was able to expel properly (no clog observed). As all three samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (clog). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.